Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
As per the problem statement: the customer believes there may have been a graft tear or disruption in the stitching as after many investigations there are no other types of leaks. Add'l info provided (B)(6) 2014: a male pt went for a routine annual check up/abdominal scan (B)(6) 2014 post evar which showed a general endoleak of unk origin. The rep attended the booked case today for the relining of an old zenith. They believe it may have been a graft tear or disruption in the stitching as after many investigations there are no other types of leaks the physician says. It is a pt with a zenith implanted in 2007 that they think they need to reline due to a probable occult type 3 endoleak. Upon seeing the imaging at the start of the procedure it did look like the leak was coming from the graft fabric in the middle of the flex main body. The trust will not provide any images as they specifically stated they did not want to process this as a complaint. Secondary intervention was successful and the "endoleak" was fixed by inserting a cook rx1 graft. The issues had caused the aneurysm sac to refill to 8.5cm. The customer is not sending back any unused product from that same lot for investigation. They are not providing photos, operating reports, x-rays or scans.